Event description:
The customer reported being hospitalized with a low blood glucose reading of 20 mg/dl. A couple of weeks prior to the hospitalization, the customer was at a lake, and fell into the water while wearing the insulin pump. The insulin pump was submerged for up to three minutes. The customer felt that the insulin pump had not been working properly since that incident. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.